Manufacturer narrative:
Analysis of the ins (B)(4) found that the battery reached normal end of life with no telemetry and no output. (B)(4).

Manufacturer narrative:
.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient's battery depleted after 6 months. The patient usually got 12 months out of their batteries and the hcp asked for the device to be analyzed. The patient's device ran on extremely high settings of voltage 10, current 22, pulse width 330, rate 100, and cycled on for 2.0 seconds and off for 3 seconds. No troubleshooting was performed. The patient had gastroparesis and was on a high level of narcotics. The action taken to resolve the issue was that the device was replaced on (B)(6) 2016. The ins would be returned. The issue was resolved and the patient was alive with no injury. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.